Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side implant deflation. Device remains implanted.

Event description:
Device explanted.

Manufacturer narrative:
Additional data: b.5., b.7., d.7., e.1., g.1., h.6. A review of the device history record has been completed. No deviations or non-conformances noted.